Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high bg event. Noticed yesterday, lunch time they had taken insulin by 2-3 over 600 all day. By 12 coming back, manual dose with syringe and went down to 400. The customer was treated for the low blood glucose with manual injections. Customer¿s blood glucose level was unknown at the time of the call. The customer was assisted with troubleshooting and the insulin pump will be replaced. There was no indication that the insulin pump under delivered insulin. The product will be returned for analysis.